Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump began alarming while on an airplace and had to be snoozed. Customer also reported that screen display went blank and buttons could not be pressed. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.